Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: two used samples were received in a plastic bag. Visual inspection identified that one of the samples had the tube completely torn off. The other sample had tears in the tube. The failure mode of "inner cannula problem" could not be confirmed or duplicated. The trach tubes themselves were found broken. What caused the breaks could not be established. No lot numbers of the devices have been reported or found, therefore a device history report (DHR) review could not be performed.

Manufacturer narrative:
B3: date of event. D4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. E1: secondary phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during immediately on use, "the last few times" the cannula was cracked without touching the cannula. The patient never experienced any problems with the cannula until now but this time the cannula was torn. No medical intervention was required. There are two possible affected samples.